Manufacturer narrative:
The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Myosure disposable according to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. Myosure hysteroscope according to the instructions for use (IFU) warnings: uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. Precautions: to avoid perforation, do not use the scope tip as a probe and exercise caution when the scope is being inserted through the cervix and when the scope tip is near the uterine wall. Reference internal complaint : (B)(4).

Event description:
It was reported during a myosure procedure for uterine tissue removal the patient's fluid deficit rose to 2500ml. The physician stopped the procedure and the patient was transferred to the post anesthesia care unit (pacu). The patient's vital signs were fluctuating, therefore the physician preformed a "diagnostic scope and found a perforation with injury to the small bowel, colon and uterus". The physician repaired the small bowel, colon and uterus. The patient was transferred to the intensive care unit (ICU) and was intubated. Then the patient was transferred to medical surgical floor. It is unknown when the patient was discharged home.